Event description:
Related manufacturer reference number: 2017865-2022-12158 / 2017865-2022-12159. It was reported that the patient has deceased on (B)(6) 2022. It was unknown if the death was procedure related. There is no known allegation from a health care professional that suggests that the death was related to their pacemaker system.

Manufacturer narrative:
A partial lead was returned for patient death. As received, only the connector portion of the lead was returned in one piece. Electrical testing was normal and visual inspection found not anomalies.